Event description:
Hamilton medical ag received the following event description: "for 24 hours the patient had been ventilated on aprv without any problems. Because the patient needed a broncho alveolar lavage the mode was changed to asv, as the ventilation was too poor. After the procedure we wanted to turn the ventilator back into aprv, when the ventilator started alarming for something like tp 9977. There was no explanation about the alarm. Still the patient was ventilated perfectly. We restarted the ventilator and the alarm was gone."

Manufacturer narrative:
Further information has been requested, investigation is ongoing.

Manufacturer narrative:
Hamilton medical ag received the log files of the ventilator. According to the log file analysis, on 16.01.2023 tf 9770 occurred once during ventilation and the ventilation continued. The operator restarted later the ventilator to solve the tf alarm and continued to ventilate the patient with it. Tf 9770 states that a recruitment has taken too long and this alarm should only be triggered during intellivent-asv mode, however in this case intellivent-asv mode was not active on the hamilton-g5 while the technical fault occurred. After updating the software to the latest version and checking all functions of the ventilator using the service software, the device was found functional and was released by the hospital technician. No technical errors have occurred since then. A clear root cause for this incident could not be identified because the incident could not be reproduced during testing.

Event description:
Hamilton medical ag received the following event description: "for 24 hours the patient had been ventilated on aprv without any problems. Because the patient needed a broncho alveolar lavage the mode was changed to asv, as the ventilation was too poor. After the procedure we wanted to turn the ventilator back into aprv, when the ventilator started alarming for something like tp 9977. There was no explanation about the alarm. Still the patient was ventilated perfectly. We restarted the ventilator and the alarm was gone."